Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported shock is not getting delivered while in use. There was no report of adverse patient impact.